Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump had rebooted overnight at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: a review of the pump¿s history showed multiple reboots on 05/04/2013. A visual inspection of the pump showed that the battery compartment was intact with no damage or internal moisture. The returned battery cap was found to be within specifications and was able to fully tighten on to the pump with no power loss. The pump was exercised for 24 hours with no power issues or battery related warnings. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.